Manufacturer narrative:
(B)(4). The complaint is considered confirmed as the returned tasp was fractured. Returned device exhibits signs of repeated use and has a fragment from the anterior of the post feature fractured off. All pieces were not returned. The likely condition of the part when it left zb control is considered conforming based on the product's field age and the DHR review. Review of device history record identified no deviations or anomalies. Previous investigation into this issue determined that the likely root cause for the tasp fractures is bending/torsional loading on the device. A notification was sent to the field on (B)(6) 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice ((B)(4)). Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Tasp was found cracked during disassembly after trialing. No patient consequences were reported as a result of the malfunction.